Event description:
It was reported to philips that the floor plate that was installed to fix the c-arm to the ground became loose, disrupting function. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system onsite and confirmed that c-arm floor plate was loose. Upon troubleshooting fse found that the floor plate of the c-arm was not properly fixed to the ground during the installation of the device. To resolve the issue, c-arm of the frontal stand was removed from the ground by the mechanical assembly team. After the floor was repaired and the floor plate was properly fixed to the ground, the c-arm was reattached to the ground. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue happened due to lose c-arm foot plate which was not properly fixed during installation phase and fse failed to verify the correct placement of the system. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.